Event description:
Home pt (hp) contacted baxter's technical service center to report an incident which had previously occurred. Due to this incident, the hp reports they are experiencing pain due to an infusion of air. Reportedly, the hp had left the clamp closed on the pt line of the homechoice set during priming; thus the line was not primed prior to the pt connecting. The hp was instructed to contact their rn follow up with the hp's rn provided additional info. The rn stated hp was specific regarding their pain, and indicated to the rn that pain occurred at the end of their 4th drain cycle. Rn noted while hp reported shoulder pain, she feels this is "referred pain" as the hp may have catheter issues. No x-ray was taken. Rn stated hp was advised to bring homechoice machine to clinic for reprogramming. Rn will change program to modified tidal program to reduce the hp's pain.